Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. This event occurred approximately four years after manufacture, and it is likely the failure was accidental. Since switches on the front panel did not work, it is likely that this event occurred due to failure of the communication control circuit of the circuit printer (cp) board, the front panel, the front panel connection harness, or the front panel connection connector. Since the keyboard was not recognized, it is likely that this event occurred due to failure of the communication control circuit of the cp board or the keyboard connection connector.

Manufacturer narrative:
The device was returned as an asset return for inspection. Manufacture date is not available. Upon inspection and testing, the device had a faulty circuit printer board, as a result of which the keyboard could not be recognized. Front panel switches were also not functioning.

Event description:
The device was returned as an asset return for inspection. There is no patient involvement and no harm reported to any patient.